Manufacturer narrative:
Combination product: yes. The returned product was subjected to a detailed technical analysis and the corresponding product release documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, two photographs taken from the angiogram were reviewed. The technical investigation revealed that the balloon has been inflated and was deflated in the as-returned state. Stent imprints on the exposed balloon surface indicate that the stent was initially crimped centered in between the two radiopaque markers. The stent was not returned for analysis. The two photographs taken from the angiogram do not provide any further relevant information with regards to the root cause of the complaint. Review of the product release documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. As a part of final inspection every stent system undergoes visual inspection to ensure correct embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to 100 percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations, no manufacturing or material related root cause could be determined. It should be noted that the IFU advises the user to visually examine the stent system prior to the procedure to verify its functionality.

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro mission drug-eluting stent system was selected for treatment of a 15mm lesion (90 percent stenosis degree). The device was positioned and the stent deployed in the lesion, but the stent was not visible in the angiographic film. It was also not found inside patients body or guiding catheter/y-connector or package. It seemed that the stent was not present.